Event description:
It was reported that boston scientific technical services (ts) received a request from a healthcare provider (hcp) to review data from this pacemaker device and provide a verbal report. Ts reviewed the data and reported atrial and ventricular episodes in the collection period and the ventricular episodes appear to be rapid ventricular response (rvr). It was noted that an atrial arrhythmia was observed on the presenting and stored electrograms. Lead measurements were indicated to be within normal specification ranges. Ts also noted that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) feature. Evidence is suggestive sam detected the patients atrial arrhythmia. Ts provided guidance to the hcp that further review is required due to the inability to confirm capture of rv paced beats via the remote monitoring data. Ts observed small t-waves and indicated this likely means the beats are capturing but the right ventricular output is also programmed to 5.0 volts. Attempts to gather additional information were unsuccessful. The device remains in service. No patient symptoms or adverse patient effects were reported.